Event description:
A customer called to state that customer obtained a high reading during a hypoglycemic reaction. During the reaction, with help of a neighbor, customer drank one-and-one-half bottles of "lucozade" while waiting for the ambulance. The emergency personnel used customer's meter to monitor customer's glucose levels. The first reading was high relative to customer's symptoms. Subsequent readings were more consistent. There is no info about technique, diet, or medications.